Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging patient reporting that they wake up with heart attack like symptoms and then it blows chest up and into lungs. Patient had to go to the hospital the other night because symptoms were very severe. Patient had also difficulty breathing/short of breath. Additionally per gfe the patient no longer uses any machines and whatever information that we have is old. He is doing fine now without machine use. He said he had four machines and none of them helped and is doing better without them. The device has not been returned to the manufacturer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.